Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the complaint condition cannot be confirmed for 1.85mm ti matrix screw self-tapping/5mm (p/n: 04.511.205.01, lot number: unk) as no defects were observed. The definitive root cause cannot be determined for the reported problem. No unaddressed product issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A corrective and/or preventive action has already been launched. Device history lot : lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent the removal of an unknown orthognathic plate and screws due to original fixation was loosened causing the patient occlusion to shift. The patient outcome was unknown. This report is for one (1) 1.85mm ti matrix screw self-tapping/5mm. This is report 3 of 9 for (B)(4).